Manufacturer narrative:
The ca-1500 system operator's manual, warns the user: "in the event the instrument emits an abnormal odor or any smoke, turn off the power switch immediately and disconnect the power plug from the wall socket. If the instrument is used continuously in this state, there is a potential that fire, electrical shock, or injury may result. Contact your service representative for inspection." The user appropriately contacted siemens healthcare diagnostics upon noticing the burning odor. The wiring cord is made of flame resistant materials, but excessive heat from a malfunction poses a risk of inhalation of smoke and/or harmful vapors from scorched materials. The wiring cord is not accessible to the user, reducing potential harm. The wiring cord was not available for further investigation. It was determined a short circuit occurred but root cause of the short circuit (damage to the cord, surge, etc.) Was undetermined. The wiring cord connects the printed circuit board (pcb) to the sampler, controlling all components of the sampler. The maximum voltage traveling through the wiring cord is 12v. The low voltage reduces the potential for shock, as the analyzer was operating when the odor was noticed and no user harm incurred. The fse replaced the power supply, pcb, and wiring cord to resolve the issue.

Event description:
The user reported a burning odor emanating from the analyzer and the analyzer display turned off and on. The user contacted siemens healthcare diagnostics. A siemens field service engineer (fse) was dispatched and found wiring cord 2462 was burnt. No open fire was observed. No users sought medical attention due to the burning odor. No user or patient harm incurred.